Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associate with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a lap-band has "a small leak of the port." The leak was first noticed when patient reported "difficulty maintaining...restriction" and confirmed by physician when the band was found to "not have as much fluid as expected." The port was explanted and replaced.